Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, surgery to remove a distal femoral nail was performed. During the surgery, a scrub nurse passed the incorrect extraction screw to the surgeon by mistake. It was difficult to attach the extraction screw to the nail. However, it was attached to the nail, and the removal operation was completed successfully. The surgery was completed with a 30-minute delay. There was no adverse consequence to the patient. Concomitant device: distal femoral nail (part: unknown, lot: unknown, quantity: 1). This report is for an extraction screw for afn/ufn/cfn + spiral blade. This is report 1 of 1 for (B)(4).